Event description:
It was reported that the event log files were overwritten several times per minute on (B)(6) 2022. The system controller had damage to the power cables and there was visible relative state of charge value on both batteries and mobile power unit (mpu). The log files showed backup battery circuit faults. The controller was replaced and event data was no longer overwritten. There were no further alarms seen in the log files on the new controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged power cables, fluid ingress, wire fatigue. The reported event of ebb circuit fault was confirmed with the data retrieved from the system controller (serial # (B)(6). The log file captured intermittent ebb circuit fault and unable charge ebb fault data entries. The fault indicators did not sustain long enough to activate an alarm, which was related to fluctuating voltage values. The voltage data values prior to the fault data entries were captured less than 13v, which is below the expected value when both power cables were connected to the mobile power unit. Electrical measurements of the underlying wires within both power cables did reveal conductor breakdown condition that has the potential to cause premature alarm/fault. The resistance across the length of the wires increased/decreased when the power cables were manipulated. This increase resistance has the potential to affect voltage values and is consistent with the data captured in the log file. The conductor breakdown appears to be related to the repetitive flexing of the power cables during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6)2020. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.